Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 20-jun-2019.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had button error alarm. Customer¿s blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.